Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was stated that the infrarenal aortic neck was short (8mm). Intraoperatively it was decided to add an aortic extender endoprosthesis (pla). At the end of the procedure it was realized that the pla is partially covering the left renal artery to a minimal extend. On (B)(6) 2018, a post-implantation computer tomography (CT) showed that the left renal artery was fully occluded. Further patient treatment is unknown.